Manufacturer narrative:
The console was field service at the user's facility. The console was inspected, and it was identified that the aiming beam drifted through the arm while moving. The aiming beam was centered through silo. Also, the first and second arm joints were adjusted to minimize drift. After centering the aiming beam and adjusting the arm joints, the issue was resolved, and the console was functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that the console aiming beam was off. There was no patient involved.

Event description:
It was reported that the console aiming beam was off. There was no patient involved.